Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 06/26/2019. Device evaluation: the zlb00 lens was not returned in its original package. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. One of the haptic was observed detached. The detached haptic piece was not returned. No damaged was observed to the lens surface and the other haptic. The condition in which the sample returned is consistent with a lens that implanted and explanted. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: (do not edit) a search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 17.5 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. Lens was explanted on (B)(6) 2019 due to complaint of a mechanical failure. It was also reported there was no serious patient injury, no vitrectomy, no suture(s), and the incision was enlarged. Through follow-up, the mechanical failure was defined as visual complaints of a constant cloudy, blurred vision limiting normal activities, especially feeling unsafe to drive a car due to the blurred vision. Spectacle correction did not clear the cloudy, blurred vision. Halos and glare were of an intensity also limiting normal day to day activities especially driving during the day or at night. The lens was replaced with an aab00 20.5 diopter iol, there were no complications during the procedure, and patient reports a dramatic improvement in their quality of vision and good postoperative appearance. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).